Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that stimulation has been off for over a month and they are scheduled for device removal at the end of the month. Pt said they will have their device removed because, since implant their symptoms have gotten worse. Pt was calling about MRI information, asking what is the difference between turning stim off and having it in MRI mode . Patient services reviewed MRI and activating MRI mode. The issue was not resolved through troubleshooting. Pt said they have had 2 mris already but expressed reluctance to recharge in order to have another MRI. No device issues were reported.